Event description:
In 2008, initial surgery was done with versanail ten for fracture of shaft of femur. After the surgery, it was found that the screw used for the proximal part of the nail was broken. The cause of the breakage was unknown. Twenty-three days later, another surgery was done to remove the broken screw out of the patient's body and 5.5mm cortical screw was used instead.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.